Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred. Additionally, it was reported that the insulin gauge was inaccurate. The customer's blood glucose level ranged from 330-339 mg/dl. Multiple cartridge changes were performed to resolve the issues.